Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal and proximal damage, with struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 3.0 promus elite drug-eluting stent was advanced for treatment but had difficulty crossing the lesion. When the device was pulled out, it was noticed that one of the stent struts were all bent. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 3.0 promus elite drug-eluting stent was advanced for treatment but had difficulty crossing the lesion. When the device was pulled out, it was noticed that one of the stent struts were all bent. The procedure was completed with a different device. There were no patient complications nor injuries reported.